Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name (B)(6) hospital. Block h6: imdrf device code a040609 captures the reportable event of handle cannula bent.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the lower end of common bile duct during an endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the push rod was bent and could not be deployed. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name (B)(6) hospital. Block h6: imdrf device code a040609 captures the reportable event of handle cannula bent. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the working length returned kinked on two sides, the sheath was detached and the handle cannula wasn't bent. The reported event was not confirmed. Based on the available information, the investigation findings were most likely that the force applied when trying to destroy the stone or the force used on the handle thumb ring when interacting with the device made the whole device retract itself from the force applied on the handle and detaching the sheath as a result. This condition would ultimately make the basket impossible to close or open. This pressure added to the handle could have also happened since the working length was kinked which most likely happened as a result of the physician technique when using the device during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the lower end of common bile duct during an endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the push rod was bent and could not be deployed. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.